Event description:
It was reported that few hours after placement, immediately after returning to the ward after surgery, natural removal due to sterile water leakage which was reproducible. Per notification from investigator on 02oct2024, asymmetrical balloon was found during evaluation.

Manufacturer narrative:
The reported event was unconfirmed. No root cause could be found because the reported event was unconfirmed. Three photos were received for evaluation. The first photo showcases the three-way catheter with sample port connector. The second photo zooms into the tip and deflated balloon. The next photo shows the catheter's cap with the lot number printed. Received 1 all silicone foley catheter. Visually inspected catheter, no physical defects present. The balloon was inflated using the inhouse syringe and 10ml of methylene blue solution (3 drops 1 percentage aq methylene blue per 100ml distilled water), balloon was observed asymmetrical, 80:20. No leaking observed on catheter. The inhouse syringe was connected and the balloon passively deflated under 5 min: 3 min and 43 seconds. As the reported event is unconfirmed a DHR review is not required. However, a DHR was completed before unconfirming the event. A labeling review is not required. Correction: d, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that few hours after placement, immediately after returning to the ward after surgery, natural removal due to sterile water leakage which was reproducible.